Manufacturer narrative:
The review of provided data confirmed that no egm episode is recorded in the data on (B)(6) 2024. Five patient files were provided, all recorded on (B)(6) 2024. The user left the first session before the end of the data reading and the expert data from the programmer shows that ¿yes¿ was selected to the data reset message when leaving the session. Therefore, the data were not fully uploaded from the pacemaker and the data were reset by the user at the end of the first session. The first file doesn¿t contain the episodes. The second file recorded on (B)(6) 2024 at 10:59:37 is empty: the data had been reset. It is therefore not possible to see any data and therefore any mode switch episodes. The 5-hour mode switch episode from (B)(6) 2023 is not available and cannot be analysed. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2024, an episodes of mode switch lasting more than 5 hours was identified in the (B)(6) 2024 history at alizea dr ((B)(6)). An attempt was made to confirm a egm from aida, but only this 5 hours episode had no egm remaining. Remote data review revealed that the egm was affected by atrial noise, but noise has been identified in the past, and all of the confirmed mode switch events had a history of a few seconds. (1)the (B)(6) episode should be investigated to determine if the noise was actually sustained for 5 hours or if atrial fibrillation was actually present. (2)also, please investigate whether there was a glitch regarding the fact that the egm did not remain only for this 5 hours episode.